Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets experienced difficulty activating the safety feature during use. The following information was provided by the initial reporter: the buttons were sunk and hcp couldn't press them. Lot# is 9154707 or 9154723.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for unable to activate with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9154723. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-08-01. Medical device lot #: 9154707. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-09-10.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets experienced difficulty activating the safety feature during use. The following information was provided by the initial reporter: the buttons were sunk and hcp couldn't press them. Lot# is 9154707 or 9154723.